Event description:
It was reported that during an unknown procedure, the device would not fire at the first firing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Dropping or ejected clip. Eval summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected five clips; the remaining eleven clips were conforming and then, the instrument locked out as intended. No conclusion could be reached as to what have caused the firing issues. A batch record review was performed and no anomalies were found during the manufacturing process.